Manufacturer narrative:
A pt identifier, age, weight and gender were not reported.

Event description:
It was reported that during a shoulder decompression one of the balls on the electrode fell off into the pt. Surgeon was able to retrieve it and finish the case successfully with another ambient turbo-vac wand. No pt injuries or complications were reported as a result of the event.